Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead helix was completely extended; the helix had apparently fully self-deployed during placement. The physician reported experiencing some resistance while attempting to place the lead. The lead helix was successfully retracted and re-extended, and the lead was repositioned. No patient complications have been reported as a result of this event.